Event description:
On (B)(6) 2010, pt reported her infusion device was not delivering insulin correctly. Pt disconnects the infusion tubing from the headset before showering and reports insulin retracts back into the infusion tubing after it is disconnected. Pt typically has to prime 0.5-2.0 units for insulin to flow from infusion tubing. After insulin begins to flow, pt will reconnect to infusion headset. Pt reported on (B)(6) 2010, it took 7.0 units for insulin to flow from infusion tubing after being disconnected to shower. Pt reported it takes more insulin than normal to fill infusion tubing. Pt changed all accessories and the same thing occurred on the day of report. Infusion set and adapter are used per MFR specification. Infusion sets were replaced at that time and requested for eval. F/u was completed. Pt declined meeting with company rep to address concern and again reported this was an issue with the infusion device. Infusion tubing is laid flat and not elevated above infusion device after it is disconnected from headset. This has resulted in elevated blood glucose in the 400 mg/dl range. Pt bolused through infusion device to correct hyperglycemia. Target blood glucose is below 100 mg/dl. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.